Event description:
The event is reported as: the customer alleges that there is a narrowing of the endotracheal tube, just above the murphy eye, so that a suction catheter will not pass. The narrowing caused resistance and impedance of flow. The pt was extubated and re-intubated. No report of pt harm.

Manufacturer narrative:
The device sample was received by the MFR, but the investigation is on-going at the time of this report.